Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump power up properly after battery installation, received with operating currents within specification and no blank display anomalies noted. The insulin pump has minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump, there was water under the screen, the screen went blank for awhile, and the insulin pump was emitting a constant tone. This occurred following exposure to moisture when the customer left the insulin pump on the sink in the bathroom while showering. It was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 147 mg/dl. Nothing further was reported.